Event description:
Customer stated one of their technicians spilled wash-r solution on the instrument while replacing it. The instrument caught fire but it stopped burning once the instrument was unplugged.

Manufacturer narrative:
Instrument is being returned to manufacturer to assess damage. Risk assessment if pending.